Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to collected information o2 gas module was pointed as faulty, and replaced to resolve the issue. The device passed all performance tests and could be returned to clinical use. The device passed all performance tests and could be returned to clinical use. The ventilator system is designed with the medium priority alarm in regards inlet supply pressure: o2 supply pressure low, when the connected gas supply pressure is below the specified range. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and claimed part were not provided for further analysis. The cause to the reported issue has been determined as related to o2 gas module.

Event description:
It was reported that the ventilator generated alarm low o2 supply pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).